Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the caller stated that the patient (pt) has experienced a return of symptoms and they would like to increase the stimulation. Caller stated the return of symptoms began about 3-4 months ago. Caller stated the implant is not adjusted properly and that the pt is not going like they should "as far as the number of ccs". Caller mentioned pt is having trouble emptying their bladder. Caller said pt described the stimulation in their body was going down both sides of their left leg into their foot like someone is grabbing their leg. Pt confirmed not experiencing any falls or traumas. Reviewed therapy expectations and external device usage. Caller confirmed pt was on program a at 0.9. Caller mentioned pt only had access to programs 1, 2, 3, 4, 7, and a. Caller then changed pt to program 1 and increased to 0.2 and caller said pt mentioned they feel cramping and tingling in both of their legs. Caller stated that the left leg was worse and pt's foot is numb, but the feeling was going away. Caller switched pt to program 2 and while their therapy was off caller said pt stated they feel like their left leg and foot are going to sleep. When asked caller stated that the feeling in pt's legs only began after they had switched to from program a. The patient was redirected to their healthcare provider to further address the issue.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.